Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional information was received on november 11, 2015 which provided additional event information, patient information and reported that the 2nd proximal screw had backed-out. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information and clarification were received on november 11, 2015 as follows: it was reported that a pathological patient underwent a revision procedure due to a broken proximal locking hip screw and a second proximal locking hip screw which had backed-out (migrated). The original implant procedure was done on (B)(6) 2015 and the patient was implanted with a lateral entry femoral nail (lfn) recon system. It was noted on x-rays, dated (B)(6) 2015, the first locking screw had broken and was embedded in the femoral head and that a second locking screw had backed-out. The distal locking screws were normal. On (B)(6) 2015, the previous implants were removed and the patient was revised to a total hip joint replacement. The patient has metastatic breast cancer in the femoral neck and had recently completed radiotherapy (dates unknown). The patient was walking with the aid of a walker pre-operatively and had taken a short trip home one week prior to admission to the hospital, but otherwise did not experience trauma. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 04.003.028s, lot 7752974: manufacturing site: (B)(4). Supplier: fr(B)(4) (sterilization). Manufacturing date: 01february2012 (delivered from supplier to (B)(4)). Expiry date: 01january2022. Non-sterile part 04.003.028, lot 7734443: manufacturing site: (B)(4). Manufacturing date: 12january2012. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure due to a broken hip screw. The original implant procedure was done on (B)(6) 2015 and the patient was implanted with a lateral entry femoral nail (lfn) recon system. It was noted on x-rays, that a hip screw had snapped. On (B)(6) 2015, the previous implants were removed and the patient was revised to a total hip joint replacement. This provided x-rays were reviewed by the manufacturer and the screw breakage could be confirmed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint contains one (1) lfn right nail, two (2) hip screws, and two (2) locking bolts. The thesis of mixed breakage due to ductile forces and fatigue fracture mechanisms on the limit of the material¿s loading capacity is supported by following facts: the spiral shaped mechanical damage on the shaft of the screw, the discernable rest lines, the topography of the fracture face, the plenty of coarse secondary cracks, and the crotch in the center of the fracture face. Background information for this complaint and the failure mode of the hip screw is as follows: the hip screw was implanted in a patient with a bmi around 50 along with mono-cortical distal locking screws. The whole construct was loose-fitting and the hip screw had to absorb heavy loads with different vectors (tensile/bend/torsional). A review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. It is unknown if the breakage of the proximal screw is due to the pull out of the distal screw or if the screw¿s pull out is due to the breakage of the screw. Therefore, the sequence of event is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.